Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that one day post implant, high bipolar pace impedance was observed and the physician thought it was due to the connection not being good. The unipolar impedance was good, so the device was reprogrammed to unipolar. Years later at the device replacement procedure, there was no connection issue observed and the lead impedance and threshold values were good through the analyzer and the new device. The physician thinks the problem is with the pacemaker. A new device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.